Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's alarm sound was not annunciating. There was no reported adverse impact to the customer. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The initial manufacturer incident report was submitted inadvertently, additional information was provided, and the event is deemed not reportable.